Event description:
The customer reported that while attempting to pass the treatment tool, it was not inserting properly. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, residual fluid and foreign material was observed in the forceps channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material in forceps channel). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to foreign material in forceps channel, service found there was a leakage due to holes in the banding section cover and worn control section cover. The bending angle was out of specification, and there was paly in the angulation knob, due to wear of the angulation wire. The right/left knob was rattling, and the image was showing forceps flare. The control section was discolored, and the suction cylinder was scraped. Scratches were observed on the control section cover, the right/left knob, the right left angle fixing knob, the insertion tube, the objective lens, the control section, the tip cover, the switch box, the up/down knob, the up down angle fixing lever, the grip, the universal cord, the protector of the universal cord on the scope connector side, the scope connector, and the scope connector cover due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the user facility regarding the reported event: the device was inspected prior to use. The reported event (forceps insertion failure) was observed during a therapeutic postoperative endoscopic retrograde cholangiopancreatography (ercp). The intended procedure was completed using said equipment. There was a delay in treatment time, but there was no impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the residual fluid and foreign material in the forceps channel was unable to be identified. Olympus will continue to monitor field performance for this device.